Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. Functional testing doesn't apply to this device because it was received damaged. Visual inspection revealed that the suture system was damaged, leaving small pieces attached to the button. Evaluation of the button surface found scratches, possibly caused by the interaction with another instrument. The most likely cause of the reported failure is a user error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1588rt, acl tightrope rt, was found to be hard to tighten implant, causing procedure failure. This was detected during anterior cruciate ligament reconstruction of knee joint surgery on (B)(6) 2024. Procedure was successfully completed with no patient harm by using another new ar-1588rt instead.